Event description:
It was reported that the right ventricular (rv) lead experienced elevated impedance and elevated thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.